Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred approximately 30 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record revealed there was one approved temporary deviation notice (dn) in the production of the lot. The identified dn is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported complaint incident cannot be confirmed without the availability and evaluation of the complaint sample. Furthermore, a definitive conclusion regarding its cause cannot be reached.